Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot 09019 was returned and analyzed. Visual inspection was performed, and a breach was observed on the guide wire lumen and the flat wire braid was broken/protruded. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. During the first two applications, temperature fluctuations were observed. Although, the flow and pressure profiles were within limits, the temperature profile was not as expected. Additionally, quick temperature slope and temperature spikes were noticed. Further applications were performed, and the console terminated the application and triggered system notice 50005, "indicating that the safety system detected fluid in the catheter and stopped the injection" (leak detection). X-ray imaging revealed the injection tube coil was located and confined within the inner balloon neck, localized inflation of the guidewire lumen, and protruded flat wire braid of the guidewire lumen at the localized inflated guidewire lumen. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments showed a torn clear polyester shrink sleeve, guidewire lumen breach, and localized inflation guidewire lumen. The protruded flat braid wire and guidewire lumen breach are located at 1 and 1/8 inches from the tip. The measurement of the balloon neck to guide wire lumen tip bond length was at the lower tolerance limit (4 mm, should be 4.5 +/- 0.5 mm). The balloon neck measurement was at the upper tolerance limit (7.17 mm, should be between 5.08 to 7.11 mm). The assembly of the injection tube was within the specified tolerance limits (should be 2.5 +/- 0.5 mm). The tolerance stack-up effect between the inner balloon distal neck to the guide wire lumen tip assembly most likely caused the injection tube coil location and confinement within the distal neck of the inner balloon. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen breach, and a protruded flat wire braid of the guidewire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, temperature fluctuations occurred. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.